Manufacturer narrative:
Insulin pump's buttons function properly however moisture damage was found on keypad traces. No button error alarm noted during testing. No buttons ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.

Event description:
Customer reported a button error alarm during bolus and also stated that she has been having difficulty removing the battery cap on her insulin pump. Customer's current blood glucose reading is 76 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.